Event description:
Complainant alleged that the clinicians were monitoring an elderly female pt, using electrodes and an ECG cable, but they received an error code (the clinicians were unable to remember which error code they observed) and dash lines. The clinicians then changed the multi-function cable, but received the same result. The clincians then obtained another device and connected the same multi-function cable and ECG cable to that device and were able to successfully monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. A subsequent event also occurred with this device, and was reported on medwatch report number 1220908-1999-00577.